Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side hematoma the day following implant. An unspecified procedure was performed and patient noticed "a difference" in the size. A total of 5 procedures of "adjustments/ repairs" were performed. Patient reported "folds in elastomer" patient later reported capsular contracture, baker grade unknown and mentioned recall. The device remains implanted.